Manufacturer narrative:
Information added/updated to sections b4, b5, b7, g3, g6, h2, and h6 (date of this report, event description, patient history, type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with objective evidence of the returned procedural imaging. Available information suggests procedural related factors likely contributed to the event. Procedural factors included little to no posterior leaflet and thickened anterior mitral leaflet, requiring many capture attempts. Additional procedural issues from review of the imagery (inadequate leaflet grasping, interaction with chords, misinterpretation, and missing necessary maneuvers) and imaging issue (inaccurate view planes). Additionally, the suspicion of a torn posterior mitral leaflet was not confirmed with objective evidence of the returned procedural imaging. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure a single leaflet device attachment occurred. Mitral regurgitation level before the procedure was severe. This case was already considered multi-device strategy. As per medical opinion, there was a suspicion of tearing of the posterior mitral leaflet by echo observation. The anterior mitral leaflet required many capture attempts and the posterior mitral leaflet was short. The suspicion was the second device created tension which may have torn the posterior mitral leaflet or the leaflet slipped out despite adequate grasping with good visualization. The mr after the slda was graded 3/4. Patient's outcome was stable. As per latest information received, patient also had tricuspid regurgitation grade 5+, under consideration for treatment. On the mitral side patient's condition got better as clinically she benefitted from the procedure anyway as symptoms decreased substantially.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure a single leaflet device attachment occurred. Mitral regurgitation level before the procedure was severe. This case was already considered multi-device strategy. The mitral valve had thickened tip of the anterior mitral leaflet requiring many capture attempts as not in all locations it was possible to be sure of good anterior mitral leaflet capture. Posterior mitral leaflet was short. Mean gradient was 4mmhg after first device was placed medially, and with the second device it went up to 8mmhg when it was placed more laterally. The only spot allowing to obtain a gradient of 5mmhg was just next to the first device although a better reduction of mitral regurgitation was seen with the second device placed more laterally to the first one. Decision was made to leave moderate mitral regurgitation with 5mmhg gradient. However, single leaflet device attachment occurred and mitral regurgitation became again grade 3/4. As per medical opinion, there was a suspicion of tearing of the posterior mitral leaflet as in the echo after single leaflet device attachment occurred, no posterior mitral leaflet at the exact spot of second implant could be seen. Probably the first implant, placed more medially, had less tension on the leaflets, but the second one due to huge tension either torn the posterior mitral leaflet or the leaflet slipped out despite adequate grasping with good visualization. Patient's final outcome was stable condition. As per latest information received, the plan was to refer the patient to the right heart catheterization to improve tricuspid regurgitation as patient had also tricuspid regurgitation grade 5+. On the mitral side patient's condition got better as clinically she benefitted from the procedure anyway as symptoms decreased substantially.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2 - other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.